Event description:
It was reported that the patient with this implantable Neurostimulator developed an infection at their implant site and was provided antibiotics; however, treatment was unsuccessful. Therefore, the Neurostimulator and tined lead were removed. There was no further patient complications reported.

Manufacturer narrative:
Block D2b:Product Code, additional product code QON.Block D2/C10:Model Number/Catalog Number: 1201.Serial Number: (b)(6).Batch/Lot Number: AL1U253243.Model/Catalog Description: Tined Lead.Unique Identifier (UDI) #: (b)(4). Block G4:Premarket / 510(k) #. Additional premarket/510(k) P190006.